Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customer reverted to backup therapy when the first malfunction alarm occurred on (B)(6) 2016. When the customer went to resume pump therapy on (B)(6) another malfunction alarm occurred. There was no reported impact to the customers blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.